Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broken screw was left in the patient's orbital rim. Surgery was completed successfully.

Event description:
It was reported that a 1.5mm x 6mm titanium plusdrive screw broke during surgery. No additional information was provided. This report is 1 of 1 for (B)(4).